Event description:
It was reported that the customer had priming trouble on the insulin pump. Customer's blood glucose level was 6.3 mmol/l. Customer changed the infusion set, but the pump was not responding. Customer stated that she was not getting any alarms between the prime and the rewind. Customer said she has a loaner from the hospital. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.